Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant procedure, the patient experienced diaphragmatic and phrenic nerve stimulation caused by the left ventricular (lv) lead. Reprogramming was done, and the lead remains in use. No further patient complications have been reported as a result of this event.